Event description:
It was reported to philips that when the therapy knob is turned past 200j, the device goes to the service menu instead of to the pacing functionality. There was no reported patient involvement.